Event description:
Additional information received indicated that the patient presented in clinic for a right ventricular (rv) lead revision. During the procedure, after replacing the pulse generator, there was no longer noise on the rv lead. The physician suspected the noise problem was due to the pulse generator and did not revise the rv lead. The rv lead remained implanted and in use. The patient was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's right ventricular (rv) lead was sensing noise. The patient was asymptomatic. No changes were made. The patient was stable before, during and after the visit.